Manufacturer narrative:
(B)(4). Expiration date: jan 2016. Manufacture date: 7/14/14-7/18/14. A batch review was conducted on lot number gd897355 and there were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the minicap was dried out open opening of the packaging. The event was reported before use. No patient injury or medical intervention was reported as a result of this event. No additional information is available.